Event description:
I woke up with blood -red eyes. I had never seen my eyes that inflammed. Almost did not go to work, because I thought I might have pink-eye. I discontinued using my gas-permeable contacts and frequently applied visine eye drops. The condition would clear up for a while and then return again...., but mostly in my left eye. When I became aware of the amo recall, I immediately made an appointment and saw my eye doctor. He prescribed quixin antibiotic eye drops - 4xday for 4 days. My sight has been blurry and my pupils feel "strained". My doctor wants to see me again on saturday....dates of use: 2006--2007. Diagnosis: contact wetting/storing solution. Event abated after use stopped: yes.